Event description:
The customer stated she was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The customer could not perform a high pressure test, because she did not have a tubing clamp. It was found that the customer does not rotate her insertion sites. The customer was advised of the possible problems that can arise as a result of poor site rotation.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.